Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirm the reported issue. An ac adapter that was known to be reliable and attached to a patient circuit was used for all testing. Vent passed 159 hours extended tests at customer settings, which covers a variety of ventilation and alarm functions.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
H3:02: the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that ltv ventilator cannot get volumes when taken to a patient, circuit was replaced and settings were changed and the patient was swapped out with different vent with the same settings. There is no patient harm associated with this reported event.